Event description:
It was reported that the endoplege coronary sinus catheter would not advance through the introducer. This was noted during use. The hospital replaced the endoplege catheter with another catheter and it advanced without problems. No patient injury was reported.

Manufacturer narrative:
Device is currently under evaluation into root cause of defect.

Manufacturer narrative:
Evaluation: the product endoplege coronary sinus was returned. No blood was visible on the returned components. Catheter was visually inspected and no defects were found on the catheter. The balloon was aspirated to remove any air from it and an attempt was made to pass the catheter through the stock introducer. The catheter passes easily through the stock introducer. Visual inspection was performed with an unaided eye. The catheter was inserted into the introducer by hand. A device history record review was performed and no non-routine non-conformances were observed during the manufacture of lot. Instructions for use were reviewed and found appropriate. The returned endoplege device passed through the stock introducer during product evaluation. Difficulty can be experienced in passing the catheter through the introducer if the balloon attached to it is not fully deflated before passing the catheter through the introducer. The defect reported in this complaint could not be confirmed. Since the root cause cannot be determined, a CAPA will not be initiated at this time. Trends will continue to be monitored on a monthly basis, if further action is required, appropriate investigations will be performed.